Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300-350 mg/dl). Reportedly, the cause for elevated bg levels are unknown. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a correction bolus to address elevated bg levels.